Event description:
The pt underwent implantation of a synchromed pump in 1998 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. In 2000, the pt underwent explantation of the device after experiencing increased pain, relieved by lortab 7.5mg po and an x-ray rotor test. The pt underwent implantation of another synchromed pump on the same day and is receiving adequate pain relief after an increase in morphine dose.

Event description:
The pt underwent implantation of a synchromed pump in 1998 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. In 2000, the pt underwent explantation of the device after experiencing increased pain, relieved by lortab 7.5mg po and an x-ray rotor test. The pt underwent implantation of another synchromed pump on the same day and is receiving adequate pain relief after an increase in morphine dose.